Event description:
It was reported that the patient notifier was not working. Device remains implanted, and patient will be followed up. No further information is available.

Manufacturer narrative:
.

Event description:
New information received notes that the patient notifier continue not to work. It was tested with both inductive and rf telemetry during patient follow-up but would not activate. Reinstalling the device software on the device was unsuccessful in activating the patient notifier. Patient will be monitored remotely.